Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report; as there is no indication of specific lot number/patient information. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique manufacturer/device serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Possible models could include the sprint fidelistm (6930, 6931, 6948, 6949). The recall and correction number listed are in reference to a product family of leads that are associated with the field action. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿mechanisms of lead failure by recall status and manufacturer: results from the pacemaker and implantable defibrillator leads survival study (paidless).¿ journal of invasive cardiology 2018 30:4 (147-151). If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this lead family. The article reported that there were patient deaths referenced. There were lead fractures, lead ¿failures,¿ lead recalls, and insulation issues. There is no indication of treatment/resolution. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The status/location of the lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event, and the cause of death has been requested, but not yet received.